Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Associated medwatch: 1221934-2017-10004.

Event description:
The sales rep reported the manager of the hospital told him that a patient to whom we supplied the material for a reconstruction of anterior cruciate ligament presented an infectious process at the surgical site and this infection is already elevated to the hip and manifests as osteomyelitis. Trying to recover more detailed information. The patient was operated on (B)(6) of this year and the instrumentalist which was present during the case informed the sales rep that during the surgery everything went normal, until the moment they needed to cauterize and for it they used an electrolyte tip of (B)(4) used for arthroscopy cx, which was re sterilized (institution equipment). For this surgery, product codes (B)(4) were used and are still implanted. Additional information received via email from the affiliate on (B)(6) 2016 we have not the exactly date as to when the patient presently, but approximately around at the end of september and carlos take knowledge about the situation until (B)(6). The symptoms were redness of the joint and infection of the operative site electrodes are re-sterilized in the institution, but there are too much variables that should be consider.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Due to many variables during surgery, it cannot be determined if mitek products are the cause of the infection. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).